Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas experienced premature battery discharge, with the device charging to 100% but not holding a charge for 24 hours, consistent with a battery component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem traced to the battery, aligning with a premature discharge device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.